Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited non-reproducible noise on the rate/sense channel. All lead measurements were normal and stable. It is reported that the patient lifts 30-40 lbs at work. It was also reported that two of the episodes had the next days date. The programmer was verified to have the correct date recorded. Review of the faxed electrograms noted that there was inhibition of pacing and the noise appeared to be diaphragmatic stimulation.